Event description:
It was reported that the device lost power several times while monitoring a pt in an ambulance. The device was successfully turned back after each instance for continued device use. The device use had no adverse effect on the pt. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the event download and verified occurrence of two power losses during the event. However, physio was unable to duplicate any power problems and observed proper device operation through functional and performance testing. The device will be returned to the customer for use. A conclusive cause of the reported event could not be determined.